Event description:
The device was used during a colon resection procedure. Reportedly, the staple line oozed. The surgeon used another device over the staple line. No patient injury was reported.

Manufacturer narrative:
7/30/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.